Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported hospital did not arrange pump refill. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on 2017-feb-16 reported patient did not come in for refill. It was noted as an error in facility not to sent patient back for pump refill. No further information was provided.

Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving baclofen and morphine (unknown dose and concentration) via an implantable pump for spinal pain and multiple back operations. An alarm due to empty pump was occurring. The rep was called to the hospital on this report date to interrogate the pump due to patient experiencing sudden withdrawal symptoms and confirmed that the pump was empty. It was noted that the rep did not read the logs the patient missed their refill and was going to be managed orally until the pump could be refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.